Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The x-ray report confirms the femoral head was superolaterally dislocated from the acetabulum; hardware and bones are intact without fracture; normal bone mineralization without periprosthetic lucency. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 11044, 0001825034 - 2017 - 11046, 0001825034 - 2017 - 11047. Concomitant products: femoral stem, unknown part/lot. Acetabular cup, unknown part/lot. Femoral head, unknown part/lot. Acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient has been indicated for revision due to unknown reasons. Attempts have been made and no further information has been named available at this time.